Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Noisy ultrasound image, reported.